Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) patient's blood was clotting (possible heparin issue) due treatment but could not confirm the reason for the clotting. The bmt stated the machine alarmed that the valve 105 was stuck closed at the end of the dialysis treatment. The patient reported had no adverse reactions and no reported blood loss. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) patient's blood was clotting (possible heparin issue) due treatment but could not confirm the reason for the clotting. The bmt stated the machine alarmed that the valve 105 was stuck closed at the end of the dialysis treatment. The patient reported had no adverse reactions and no reported blood loss. Additional information was requested but was not received to date.